Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) level in the 300mg/dl range and trace amounts of ketones. A correction bolus via the pump was delivered and a manual injection was occasionally administered to address the bg level. The customer would address the occlusion alarms by either performing an infusion set change or clearing the alarm. Tandem technical support educated the customer in regards to common causes of occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.